Manufacturer narrative:
The device has not been returned to the manufacturer, as the device was discarded after the event occurred. A lot history review (lhr) of reyg2321 showed no other similar product complaint(s) from these lot numbers.

Event description:
The guide wire is kinked and as a result alleged immense force had to be used to pull the wire back out from the dilator. The wire got caught at the tip of the dilator reportedly damaging the tip of the dilator. The guidewire kinked and extreme force was reportedly needed to remove it from the patient allegedly resulting in her death.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: no assessment of a product-related deficiency was possible because insufficient evidence existed. The complainant indicated that during the vessel dilation/guide wire introduction process the patient exhibited a ¿leak¿ from the svc into the mediastinum and right lung, and svc perforation was later confirmed. No sample was available to aid in determination of a root cause or potential product deficiency and no autopsy records were available to assist in determining exactly what caused the vessel perforation.

Event description:
It was reported that during dialysis catheter insertion, the guide wire alleged kinked during dilator advancement over the wire. It was further reported that, the guide wire allegedly caught at the tip of the dilator and the wire was pulled back with force. Reportedly, as a result the patient expired.